Event description:
After treatment with cosmoderm I, the pt presented with edema and pruritus. The physician prescribed oral prednisone and oral allelock every day for one week. The symptoms appeared to resolve, but returned when medication was stopped. The pt has been on medication three times within three weeks.